Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery with mild calcification that was 90% stenosed. Pre-dilatation was performed with a 2.0 x 08 mm unspecified balloon catheter. When attempting to deploy a 4.0 x 12 mm xience xpedition stent, a distal edge dissection occurred which was covered with another unspecified xience xpedition stent. There were no other patient sequelae and no clinically significant delay in the procedure. No additional information was provided.